Event description:
It was reported that their pump was acting up for a patient. The pump was alarming "no disposable, pump will not run". They suggested milking the tubing, which worked and got the pump back working. However, the pump alarmed, reading 9.4ml remaining, but the tubing and the cassette were visibly empty. No patient harm or no patient injury. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.